Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized as the patient experienced high blood glucose . Blood glucose reading was 452 mg/dl and 600 mg/dl. The customer also stated that they were treated in the hospital due to dka event. The insulin pump will not be returned for analysis.